Event description:
Clear clave cracked upon first use. 5 similar events occurred [date redacted - approximately 4 months ago with the same product. Removed from use, prepared for return to manufacturer.